Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that no picture was produced on bronchovideoscope during a diagnostic endobronchial ultrasound procedure, completed with an olympus back-up device with a delay of less than 30 minutes. No reports of patient harm.